Event description:
It was reported, that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 200 mg/dl at the time of the report. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.